Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a hip arthroscopy a piece of the left side of the device broke while ablating. The surgeon managed to take that piece off the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint is confirmed. The alleged complaint device was not returned for investigation, however pictures were provided. Review of the pictures show that a portion of the ceramic (c13729-01) at the distal end of the shaft is missing, and a portion of the ceramic that is present appears discolored. As the complaint device was not returned for investigation the cause of the breakage cannot be determined.